Event description:
Report received of a complete tubing separation. The clinician had taken the tubing out of the box and primed it with saline in preparation for a chemotherapy infusion. Upon connection to the PICC line, the pt had reported feeling "wet". The chemotherapy had not yet been started. The clinician disconnected the tubing from the PICC line and noted the tubing to be completely separated into "two pieces" just above the male adapter. There was no reported bleed back or blood loss. The tubing set was changed with no further problems. There was no delay in therapy or adverse pt effect.